Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; defib conductor fractured; full lead in segments analyzed.

Event description:
It was reported the patient's system was exhibiting high and unstable rv impedances. As the physician suspected either a possible device header issue or a possible lead fracture, both the rv lead and device were explanted and replaced. No patient complications were reported as a result of this event.